Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon evaluation, the battery pack was found to have a bent pin in the connector. Pin 6 was bent and prevented the battery from successfully communicating with the charger/monitor. The root cause of the bent pin cannot be positively identified, but may have resulted from bumping or dropping the pack on a hard surface. No adverse event resulted from the defective battery. The pt received a replacement battery pack.

Event description:
Zoll lifecor customer support reviewed the download of a (B)(6) male pt, which revealed several battery charger faults. Support issued the pt a replacement battery pack.